Manufacturer narrative:
Corrected data received 02/10/2012: in review of the files, this medical device report has been determined to be a duplicate of medical device report 1043534-2011-00501 and therefore is not required.

Manufacturer narrative:
Additional information received (B)(4) 2011: (B)(6), catalog/lot number - pha0-0268/127505412, implanted (B)(6) 2008, explanted (B)(6) 2011, user facility information, age of device 42 months, and device manufacture date (B)(4) 2007. Corrected data: (B)(6) 2011.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no further information or medwatch 3500a has been received from the reporter. This report will be updated when the investigation is complete.

Event description:
Allegedly component failed and patient had infection and required a revision surgery.